Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 499 mg/dl. Customer required assistance administering a manual injection to address bg level. Tandem technical support performed a pump system check and pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.